Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: 12/14 /2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity related to the complaint. Record of low battery voltage was observed after battery change. There were no abnormal voltage drains in the black box records. On examination, there was no physical damage to the battery compartment. There was no evidence of moisture damage. The battery cap that was returned with the pump for investigation fastened securely to the pump. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. Investigation was unable to confirm or duplicate the complaint.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the batteries are hot to the touch when the batteries are changed. The reported denied any temperature issue with the pump. The reporter denied any damage to the pump. The reporter stated the batteries used are energizer ultimate lithium 1.5 volt batteries. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged temperature issue remained unresolved after troubleshooting.